Event description:
The patient's mother alleged that the pump emitted the "replace battery" alarm for two days, however, the yellow o-ring was visible indicating that the battery cap was not fully tightened and the user was able to further tighten the cap. The reporter also says that the date and time is incorrect following a battery change; therefore, the pump is not recording the bolus doses on the correct date and time. The patient's mother has been giving insulin to the patient by injection in addition to using the pump to deliver insulin. However, the patient's mother says she is not confident in using the pump and mentioned that the patient experienced elevated blood glucose levels from 300-500 mg/dl with nausea and vomiting. She did not check the patient for ketones.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. There is no evidence of a pump power issue or battery issue as the battery cap was not properly tightened. The owner's booklet instructs the user to verify the time and date on the "verify" screen after inserting a battery. The pump will also beep to alert the user to verify the date and time.